Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that audio was distorted and the staff was unable to distinguish which device was alarming. No adverse event was reported.